Manufacturer narrative:
Method: device history review; results: because the device has not been returned, testing and inspection cannot be performed to aid in root cause determination. It was stated in the event description that the patient had tough bone. The IFU states, "instruments which have experienced extensive use or extensive force are more susceptible to fracture." The extensive amount of force required to tap through this tough bone likely contributed to the fracture of the tap. However, no additional information has been received, which includes lot #, clarification on the surgeon's technique, and related device information. Conclusion: without the device or this information, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported while the surgeon was tapping his third screw out of four, into tough bone the tap snapped off just above the threads.

Event description:
It was reported while the surgeon was tapping his third screw out of four, into tough bone the tap snapped off just above the threads.